Manufacturer narrative:
The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was new to the pump and inadvertently fill tubing while connected to the pump. The customer's blood glucose level was 38 mg/dl and drank juice to address bg level. The customer stated blood glucose level increased back to target range.